Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set leaked. It was further reported the tpn (total parenteral nutrition) infusion was discontinued due to a leak at the y-site. The set was switched to a tko (to keep open) until the ¿flash¿ team could replace the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.